Event description:
Reportedly, the following message appears in a remote monitoring report: the subreport "warningobservationsdashboard" could not be found at the specified location warningobservationdashboard.

Manufacturer narrative:
Analysis of provided data revealed: as reported, the report pdf dated 23 april 2024 was incorrectly generated. The root cause of the issue could not be determined with certainty, it could be due to remote monitoring system limitations or software bug. It should be noted that the report can be correctly generated on request. This case is retained for trends purposes.

Event description:
Reportedly, the following message appears in a remote monitoring report: the subreport "warningobservationsdashboard" could not be found at the specified location warningobservationdashboard.